Event description:
It was reported that the patient presented with an alert on atrial lead via remote transmission. Upon patient evaluation the atrial lead exhibited low impedance, loss of capture and loss of sensing. The patient experienced shortness of breath and fatigue. No noise was evident with isometric evaluation of the patient. It was also noted that the patient had undergone open heart surgery. The device was reprogrammed and the patient¿s symptoms were stopped. The patient was in good condition and would be monitored. The patient was brought in for lead revision on (B)(6) 2017. The lead measurements were normal when tested with the pacing system analyzer. Poor connection between lead and can was suspected. The lead was reconnected to the device and all the measurements were found to be within normal range. The issue was resolved. The patient would continue to be followed.